Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): disabled bolus function: several patients required bolus as per prescription of sedation in order to maintain their safety. Bolus facility on syringe pump activated and failed. Pumps stated this mode deactivated. Recent upgrade deactivated bolus facility when using critical care library. Critical care library should always be used. No mention was made to users regarding the removal of this facility. There was minimal harm to the patient - patient(s) required extra observation or minor treatment. Sedation had to be used not within the critical care library on syringe pumps to allow bolus when required.

Manufacturer narrative:
(B)(4). No sample will be available: we received following information from our sales organization: this incident was not caused by any malfunction of the affected devices. In the drug list, made by the customer, two drugs did not have the bolus function enabled and the users needed to bolus the drugs. The customer was trained to use the drugs library editor (space online suite) and he produced the drugs list by himself. We asked them to verify if this list was correct in writing and also loaded it onto a pump for them to inspect. A corrected customer specific drugs list has now been changed on the pumps of this customer.